Event description:
It was reported that the patient presented to the hospital for lead revision due to patient experienced phrenic nerve stimulation from the left ventricular (lv) lead resulting in discomfort. The patient was intermittently losing capture at max output. The lv lead was capped on (B)(6) 2025 and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section b5: the correct event description should have been "it was reported that the patient presented to the hospital for lead revision due to patient experienced phrenic nerve stimulation from the left ventricular (lv) lead resulting in discomfort. The patient was intermittently losing capture at max output. The lv lead was capped on (B)(6) 2025 and replaced. The patient was in stable condition throughout the procedure." Rather than "it was reported that the patient presented to the hospital for lead revision due to patient experienced phrenic nerve stimulation from the left ventricular (lv) lead resulting in discomfort. The patient was intermittently losing capture at max output. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented to the hospital for lead revision due to patient experienced phrenic nerve stimulation from the left ventricular (lv) lead resulting in discomfort. The patient was intermittently losing capture at max output. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.